Event description:
It was reported that the patient was experiencing left and right leg radiating pain with some numbness and weakness. Patient consulted with the surgeon who informed her that she had ¿severe stenosis¿ and ¿severe degenerative disc disease.¿ he also told her that her discs at l1-l2 and l2-l3 were ¿completely gone¿ and that she had been born with a birth defect of her spine. On (B)(6), 2009, patient underwent a posterior spinal fusion procedure at l3-l4 using rhbmp-2/acs or puregen. During postoperative visits, doctor discovered that the implanted screws were ¿backing out.¿ on (B)(6) 2010, patient underwent a direct lumbar interbody fusion at l3-l4 to remove scews using rhbmp-2/acs. Patient experienced extreme pain in her legs and feet at post-op period. On (B)(6), 2010, patient underwent a a bilateral laminectomy and foraminotomy at l4-l5 using rhbmp-2/acs or puregen. Patient again suffered extreme pain in her legs and feet. In addition, she began to suffer new pain in her neck and shoulders. On (B)(6), 2011, patient underwent an anterior cervical discectomy and fusion at c5-c6 and c6-c7 using rhbmp-2/acs. Following the surgery, patient's pain continued to grow and her pain in her neck in shoulders became worse. Her mobility also began to degenerate. On (B)(6), 2011, patient underwent a left-side hemilaminectomy and decompression at c6-c7 using rhbmp-2/acs or puregen. Patient's health continued to decline as her pain increased. On (B)(6), 2011, patient underwent a right-side laminectomy and decompression at c5-c6 and c6-c7 using rhbmp-2/acs or puregen. On (B)(6), 2013, patient underwent an anterior cervical discectomy and fusion at c4-c5 using rhbmp-2/acs or puregen. At this time, patient was suffering from extreme pain in her back and legs. Her legs and feet would weaken and become completely numb with increasing frequency. She suffered a loss of mobility as well as pain in her neck and shoulders that had not subsided. In addition, after her last surgery in (B)(6) of 2013, patient developed an serious infection in her surgical incisions. Patient continued to attend follow-up appointments with the surgeon until (B)(6), 2013, when she was told to ¿not come back for a while¿ because her insurance would no longer pay for additional procedures. Today, patient has lost a large amount of flexibility in her neck, and endures constant pain and numbness in her legs and feet. She is unable to participate in the activities that she enjoyed prior to her series of surgeries, and is also unable to engage in intimacy with her spouse.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.